Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint is unknown, however, it is likely to be within the scope of the recall.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: during the procedure, the surgeon went to place a clip on an artery, and it did not fire. Removed the device and opened and used a new clip applier. No patient injury. Additional information provided by [name] on 21feb2024 via email: did the trigger appear intact? Yes. Was any pressure applied to the trigger while moving through the trocar? No. Patient status: no patient injury. Intervention: the case was completed with a new one.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: during the procedure, the surgeon went to place a clip on an artery, and it did not fire. Removed the device and opened and used a new clip applier. No patient injury. Additional information provided by [name] on 21feb2024 via email: did the trigger appear intact? Yes was any pressure applied to the trigger while moving through the trocar? No patient status: no patient injury. Intervention: the case was completed with a new one.